Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No issues or discrepancies were found in the device history record of product code 833-137 / batch 74l2102767 that can be related to the failure mode reported. Incoming inspection records of the needle lot involved in the manufacturing of product code 163625ph / batch 3200649200 were reviewed, no issues or discrepancies were found. Also, vendor record of the suture lot involved in the manufacturing of product code dmmv100/batch m210728vb2-300r were reviewed, no issues or discrepancies were found. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Medwatch report# (B)(4). Dart portion at the end of suture broke off and resulted in a retained foreign body. Disclosed to family and patient and decision to leave in place was made. Another similar incident occurred but the dart was retrieved.